Event description:
According to the available information the device was explanted & replaced due the device not functioning. It was stated that during the explant, there was no obvious malfunction visible.